Manufacturer narrative:
Lot manufactured between october 06, 2018 to october 08, 2018. Three (3) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and leakage was observed at the spike port cap from the base of the spike port tubing of all actual samples. The reported condition was verified on the actual samples. The cause of the condition could not be determined. This issue is being further investigated. Nineteen (19) companion samples were returned. Visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. No functional testing was performed on the companion samples. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the administration port. This issue was identified within an hour after filling. There was no patient involvement. No additional information is available.